Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing in a laparoscopic sigmoidectomy, when the tissue was clamped and firing was performed, the device fired slightly then stopped. The firing was not completed at the end. The cartridge was replaced and the device was able to be used without problems. The status of the patient was reported as no problem.